Manufacturer narrative:
Date rec'd by MFR: 06nov2019. Date of report: 11nov2019. The customer reported a possible internal leak and not for low battery. The field service engineer was informed by the customer that the request for assistance was for possible internal leak and not for low battery. The field service engineer performed troubleshooting with the customer, found that set up was incorrect. The field service engineer was then informed by the customer that by the correct leak was introduced into the patient circuit, the alarm cleared and the unit operated as expected. Corrected test set up resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 15nov2019. Date of report: 19nov2019. Added device, results, conclusion code for the low battery message: numerous attempts was made to obtain information on the repair of the battery no information was forthcoming, this complaint is being closed. If further information is obtain this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 15 nov 2019. Date of report 18 nov 2019. Added device, results, conclusion code for the low battery message: numerous attempts was made to obtain information on the repair of the battery no information was forthcoming, this complaint is being closed. If further information is obtain this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
The customer reported the unit generating a low battery message with ac power connected. The battery dropped quickly at battery test. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.